Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer inspected the station and discovered that the pyxibus cable was disconnected from the control board. After reconnecting the cable, they attempted to recover the system, but both 3.1 and 3.2 drawers subsequently lost connection to the bus. The controller board was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.